Event description:
Unable to detect the mapping catheter once the procedure was already in progress. This was not an out-of-the-box failure. We replaced the catheter and the problem was resolved. No harm came to this patient.